Manufacturer narrative:
(B)(4). Batch # p91n78. The analysis results found that the msm20 device was returned with a clip in the jaws. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 1 clip as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the clip in the jaws of the device? Did the clip cut the vein? Did the jaws of the device cut the vein? Did the patient receive any blood products?

Event description:
It was reported that during a vascular procedure, during use of the device for a superficial vein ligature during a vascular surgery, the clip was not deployed and tore the vein. Important patient bleeding. The surgeon had to make a suture stitch to complete the procedure. There were no adverse consequences for the patient.